Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited power switching with beeping. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction for section b2 and h10 .product event summary: the battery was returned for evaluation; (B)(6) was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Additionally data log files also revealed a premature power switching event due to momentary disconnection and communication error involving (B)(6). Momentary disconnection will result in audible tone. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported device. The most likely root cause of the reported power switching event can be attributed to momentary disconnection and communication error between the controller and battery. The mostly likely root cause of reported beeping can be attributed to a momentary disconnection between the controller and battery. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. An internal investigation was opened to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After log file review, it was shown that the battery had exhibited communication errors.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed one premature power switching event due to a communication error involving (B)(4) and one momentary disconnection involving (B)(4). Momentary disconnection will result in audible tone. As a result, the reported power switching event and beeping were confirmed. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and battery; the mostly likely root cause of reported beeping can be attributed to a momentary disconnection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.